Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms noted; the motor was tested outside the device and passed. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm and no delivery. Customer also reported that after information was sent from meter into insulin pump, insulin pump read that insulin was not needed. Customer reported that after loaner insulin pump was received, blood glucose rose to 400 mg/dl and 500 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed one motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.